Manufacturer narrative:
Findings: act button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 112 mg/dl. Customer stated that the scroll bar is moving without input from the user. Customer was advised that the up or down button may be stuck. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.